Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The device was received and evaluated. The device was determined to meet specification with regards to the iipv. No issues were identified during a review of the device's previous service history record (shr) that may have contributed to the reported problem of the iipv. The assignable cause of the iipv found in the log review was determined to be insufficient drain - false empty detect and use error inappropriate bypass of the low drain volume alarm. A labeling review found the home choice user manual to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through rtb-CAPA-(B)(4).

Event description:
During initial assessment of a returned homechoice machine, a baxter technician found an increased intra-peritoneal volume (iipv) that was identified in patient therapy log on (B)(6) 2011 with drain volume of 3182 ml during cycle 1. There was patient involvement, but no patient injury or medical intervention indicated. This event meets overfill criteria.